Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead previously had loss of capture and an elevated pacing impedance. When the patient presented for laser lead extraction, loss of capture and high, out of range pacing impedance was observed. The lead was explanted and replaced without difficulty. The patient was asymptomatic before, during, and after the procedure and was discharged the next day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.